Event description:
It was reported that the patient called to report "pulling today" in area of the device for the past couple hours. Patient feels the pulling was related to healing and reported alarm went off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.